Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on october 7, 2019 with blood glucose of 42 mg/dl at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer has black lung disease and chronic obstructive pulmonary disease and receives steroids weekly. The customer had changed pump settings due to getting highs, but had changed the settings back. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.